Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: addr01, ipg; implant: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead has increased thresholds to the current high level. No programming changes have been done at this time. The lead remains in use. No patient complications have been reported as a result of this event.